Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion alarms due to a bent cannula on (B)(6) 2025. The patient noticed symptoms within three hours of insertion at the abdomen site. The patient replaced infusion set, and resumed insulin deliveries successfully. No further information available.